Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent cystourethroscopy with hydrodilation due to sui. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent implantation of bard pelvisoft mesh due to pelvic organ prolapse on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.